Event description:
Pt treated with bovine collagen into vermillion border. Pt developed abscess to site after one month. Pathology indicated foreign body granuloma. Treated with intralesional steriods.